Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reports that they received a second entire hip set with rust on almost every part of the kit on (B)(6) (this 2nd kit was sent to replace the first one sent on and received on (B)(4). This kit went to customer on (B)(6) 2017 and was new at the time (1st use), it came back to st priest and was checked on (B)(6)2017. Then it goes to customer on december 6th this year. Impacted products will be filled in when we will received the kit back on st priest. See photos attached.